Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as itchy and bleeding. There was no alleged device malfunction contributing to the irritation. The patient's physician told patient to send monitor. Outcome of the irritation is unknown.